Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter read inaccurately high. The medical surveillance specialist (mss) spoke to the pt the following week and was able to obtain/verify info. The pt tests his blood glucose 3-4 times a day. The pt mentioned that his normal fasting blood glucose levels in the morning are around "120-130 mg/dl". His usual pre-bedtime blood glucose levels are around "160-170 mg/dl". He manages his diabetes with sliding-scale lantus insulin based on his meter readings. Every day he has a cup of coffee for breakfast and eats only one meal at 5:00 pm. The pt was unable to provide a date/time as to when the alleged issue began. He initially reported inaccurate high meter readings of "517 and 175 mg/dl". It is not known when those specific meter readings were obtained. On 11/24/2009, the pt claimed that he obtained a pre-bedtime blood glucose result of "320 mg/dl" which he stated was extremely high for him. Based on the meter reading, the pt took a sliding-scale dose of 45 units of lantus insulin. The next morning at around 8:00-9:00 am, he claimed to have woken up with symptoms of shakiness and dizziness. He tested his blood glucose while feeling low and obtained a meter reading of "41 mg/dl". The pt administered self-care by eating food which helped to relieve his symptoms. The pt's meter was set to the correct unit of measurement setting. The pt did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.